Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's insulin pump was over-delivering insulin to their body. Customer's blood glucose was 193 mg/dl. It was also found the customer has been experiencing low blood glucose. The customer also reported having blood at site. The cusotmer was able to report there was not blood at site at the time of the call. The customer's insulin pump will also be replaced because the customer did not feel comfortable with the insulin pump. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.